Event description:
The customer reported that the drive shaft of the autopulse platform (sn (B)(4)) intermittently seizes. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The customer reported that the "drive shaft of the autopulse platform (sn (B)(4)) intermittently seizes" was not confirmed during the functional testing performed by zoll tech support at the customer site, however, was confirmed by zoll service technician at the service depot. The root cause of the reported complaint was a failed clutch plate, likely attributed to a defective component. Zoll tech support person visited the customer site and tested the autopulse platform. The platform was tested using a zoll medium torso fixture with the customer's lifeband for 15 minutes, and the platform passed the testing. The platform was able to provide compressions with no seizing. A drive shaft clip was then used to test the encoder functionality and rotate the drive shaft, and the platform passed the testing. The drive shaft was able to be rotated freely to the home position as there was no resistance from the device during the test. The autopulse platform was returned to the zoll san jose service depot for further investigation. Upon visual inspection, no physical damage was noted. No significant discrepancies were found in the archive file. During the functional testing, the platform passed the preliminary functional test without any fault or error. The drive shaft was manually turned several times in both directions and verified that the shaft rotates smoothly and freely without resistance. The brake gap inspection was performed and verified the brake gap was within the specification. However, upon placement of the lifeband and initiation of the take-up, the lifeband was stuck and would not pull up completely. The clutch plate was deburred, nevertheless, the encoder drive shaft still did not rotate freely. The clutch plate was replaced to remedy the issue. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 30 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(4). Date of event is unknown.